Event description:
It was reported that during an implant; when performing left ventricular threshold testing, the programmer froze while temporary parameters were still in operation. The programmer was turned off and interrogation was performed using a sterile sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.